Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump was not working. The customer¿s blood glucose level was 270 mg/dl. Customer stated that the sensor had changed the sensor. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected connection anomalies, communication anomalies, change sensor alerts, no sensor signal messages or bad sensor alerts noted during testing. Unit communicated properly with glucose sensor simulator and the guardian link (3) transmitter. No blank display anomalies noted during testing. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio or absence of alarm due to hardware low level failures.